Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, inappropriate auto mode switch caused by far-field r-wave oversensing was observed. Programming changes were made. The device remains implanted.